Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Pain was reported on left anterior chest which was constant. The pain did not line up with stimulation on times. Patient also reports sleep disturbances. Patient's device was disabled. Patient has been referred for explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the patient will be explanted due to needing MRI in the future. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
The reported cause of the pain, lead pulling sensation, and sleep disturbances was determine to be possibly related to the presence of the generator. The generator is to be removed. The explant is noted to be for patient comfort only. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Health effect - clinical code :e2109.

Event description:
The patient later reported that they were experiencing shocking sensation down the left arm and neck area and a choking sensation when device kicked on. Device moved in chest area and caused discomfort. No other relevant information has been received to date.

Manufacturer narrative:
6b: if explanted, give date (mo/day/yr); supplemental MDR#3 inadvertently omitted information known prior to submission. F10: adverse event problem (refer to coding manual); supplemental MDR#3 inadvertently omitted information known prior to submission. H6: adverse event problem codes (refer to coding manual); supplemental MDR#3 inadvertently omitted information known prior to submission.

Event description:
It was later reported by the physician that they had turned off the device on (B)(6) 2022. The reported sharp pains had stopped after this. Patient reported sharp pain down left arm and into 2-5th fingers. The device was noted to be explanted someday in 2023. No other relevant information has been received to date.